Manufacturer narrative:
A short test run showed that the heat up of the head was reproducible. The analysis after the disassembling showed that I) the bearings have been gritty and ii) the push button had circular groove worn into it. The root cause for ii) is that the push button got pressed while the handpiece was spinning. This caused unusual inner friction and therefore a quick heat up of the push button. This happens if the handpiece gets used to lift soft tissue away from treatment area (cheek, lip, tongue...). The root cause for I) could be a normal wear process combined with a lack of or wrong reprocessing. But it is very likely that due to the use as a retractor the head heated up and due to the high temperatures and the higher mechanical force the bearings underlay a stronger wear. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a dental treatment on teeth # 11,12,13,18,19, 20, 21,22. The handpiece heated up and caused a burn on patients lower lip with the size of the back cap. The patient was not prescribed any medication, but was given in office triology topical gel, oxy topical gel, and 600mg of motrin.